Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported periodontal disease, gingivitis and sensitivity due to aligner use. Their dds recommended they discontinue use of aligners and referred them to an orthodontist for further treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.